Event description:
A bipap a30 ventilator was reported to have a ventilator inoperative condition and a pressure regulation issue. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed. The device will be included in the fsn 2023-cc-src-039.